Event description:
A peritoneal dialysis pt reported that she noticed fluid on the inside of machine. However, she could not visualize where the leak was coming from. She has discarded the sample. There is no report of pt ill effect.